Manufacturer narrative:
The used pak was visually inspected, and no obvious defects were found. All manifolds were inserted properly in the cassette housing. The valves on the cassette base were intact. The small part tray was not returned with the product. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using the console with the calibrated console. The product could prime and tune with the handpiece, the 0.9-millimeter aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. No message code appeared on the screen. The irrigation, aspiration and redundant pressure sensors displayed the correct accuracy readings when evaluated. The maximum vacuum test successfully achieved the target vacuum pressure. Both irrigation and aspiration flow rates were sufficient. The customer did provide a photo of the console screen with a system message code; however, when the product was tested it functioned per specifications. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that there was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the no vacuum or phaco power when inside the eye during cataract surgery (with intraocular lenses implant). The surgery was completed, but it was unknown how it was completed. There was no information about patient impact.